Event description:
Ref import report #: (B)(4) .

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service. It was confirmed that a system 180 error occurred indicating a battery fault. The battery was replaced to addressed the issue. (B)(4).